Manufacturer narrative:
Batch review performed on 03 feb 2026 lot 2112464: (B)(4) items manufactured and released on 10 nov 2021. Expiration date: 25 oct 2026. No anomalies were found related to the reported issue during the batch review activities. To date, (B)(4) items from the same lot have been sold, with no similar events reported for this lot during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery at 3 years and 3 months post-primary due toinstability of unknown cause. The surgeon revised the insert from 13mm to 16mm. The surgery was completed successfully.